Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to left ventricular assist device (lvad) withdrawal. The patient had been declining over the past couple of years due to poor right ventricular function, chronic kidney disease, and overall functional decline. They were recently diagnosed with a c-diff infection, which resulted in hospitalization and further debilitated them. Symptoms of the infection included diarrhea / c-difficile identified by stool sample. During the hospital stay, the patient required vasopressors for blood pressure support. The patient was treated with oral and IV (intravenous) antibiotics. It was unclear if it had completely resolved but diarrhea symptoms had improved. Patient made the decision to go home on hospice and within one week decided to withdraw lvad therapy. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this investigation. It was communicated that the heartmate 3 lvas, serial number (B)(6), will not be returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.